Event description:
It was reported that the patient presented for an ablation and interrogation was performed. Upon review, it was discovered that the right ventricular lead exhibited post-paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.